Manufacturer narrative:
Carefusion file identification: (B)(4). Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the suspect compressor assembly is available for analysis and an return good authorization (rga) has been issued. At this time, carefusion has not received the suspect compressor assembly for evaluation.

Event description:
The customer reported an unresolved alarm "loss of air" , "high fio2 " and error compressor rotor lock. The customer stated that no patient involvement was associated with this event. The business partner isolated the alarms and error, which was found to be associated with a compressor failure.